Event description:
The complainant reported that the automated impella controller (aic) purge cassette slot was broken. The aic was replaced with another aic without any issues. There was no patient harm reported.

Manufacturer narrative:
The investigation into purge disc/flag issues has been completed. The automated impella controller was returned for investigation. The data analysis of the logs for this failure mode was not necessary. The console booted without issue dueing investigation. The console purge assembly was inspected and it was observed that blue purge clip retainer had snapped. The complaint cause likely was due to excessive force when inserting past purge discs, and the natural wear and tear of the plastic component. This resulted in the plastic component failing and ultimately breaking. This report is being filed as part of a retrospective review of historical records.